Manufacturer narrative:
While putting instruments back in trays, rep was not able to remove adaptor from inserter handle. Investigation of the returned product confirmed the complainants findings that the adaptor could not be disassembled from the inserter handle. Previous complaints have identified that the spring can become deformed and thus not allow the full travel required to release the adaptor. A design review, dra-004007, was conducted in february / march 2015 to ascertain if any present risks could be reduced without introducing new ones. The conclusion was that there is no design improvements suggested that would definitely reduce the risks associated with these complaints without potentially increasing / adding other risks. The complaint was found to be justified. The root cause was attributed to design the product will be retained in a secure storage area in warsaw. No corrective action is required. Post market surveillance is per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
While putting instruments back in trays, rep was not able to remove adaptor from inserter handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.